Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Event description:
It was reported that during implant of the right atrial (ra) lead there were no sensing, impedance, or pacing readings after the lead was placed and the helix was deployed. No measurements were able to obtained after several attempts with different lead placement and different analyzer cables. The lead was not used and another lead was implanted. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.